Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the cause of the issues was not determined. They had consults with a urology department, neurologist, orthopedic surgeon, and dermatologist. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient states they have notified their doctor about their issues with swelling/pain/numbness in leg ankle/foot, and the feeling of stim in your leg/ankle/toes. After a week at the facility in urology department the issues were still not resolved and they are probably going to have to remove the device. The steps taken to resolve the issues were: therapy, drugs. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The caller reported that he was "having major problems as far as reactions" after the stimulator was implanted. The caller stated that the implant was on the right side and he was experiencing swelling/ pain/numbness in the leg, ankle and foot. The caller stated that it started on the right leg only but then 2-3 weeks later the issue started on the left leg too. The patient stated he had a surgery done (for a hernia on the right side) and turned stim off for this procedure. The caller stated that with the stim off, the symptoms went down. The caller stated that when they turned stim back on, in one day those adverse symptoms came back, so he turned stim back off and has left it off ever since (about a month ago). The caller stated now that stim is off, obviously the bladder symptoms (incontinence, bladder control and leakage) which the device was implanted to help with have returned. The patient stated that this was a gradual return. The caller stated that he had a very successful trial, greater than 50% success and did not have this side effect of the swelling. The caller stated that he talked to his healthcare provider (hcp) about this and the doctor stated that there was no way his symptoms are related to the stimulation. The caller stated that the doctor sent him to other neurologists and they said they are wondering/suspecting ifit is possible that the stim is interacting with the cardiac device (a cross current). The caller stated that he has never tried changing from p1- but had the stimulation up to 6.0v before turning stim off. The caller stated that he has not had any images taken of the system, he has not changed programs at all and he has not discussed any of this with the manufacturer representative (rep). The caller was wondering if anyone at the manufacturer knows what to do about his issues. Patient services reviewed adverse events, and reviewed with caller that patient services staff are not qualified to answer medical questions, comment on medical symptoms or provide medical direction and redirected to the hcp. Patient services reviewed with the caller that we do not have access to medical records and the patients and doctors are not required to report back to the manufacturer regarding details of their therapy. Patient services reviewed options to try other programs. Patient services walked the caller through trying p2, 3 4 <(>&<)> 7 and on all of these programs, the patient was only feeling stim in the leg/ankle/toes. The caller stated that he did not feel any stim in the groin. The caller redirected to follow up with the hcp for the following reason: to discuss symptoms/have device checked/request rep. The caller asked if anyone else could look at the system to figure out what is going on. The caller stated that he has the rep¿s number who was there at implant and will try giving her a call directly. No further complications were anticipated/reported.